Event description:
Patient was revised to address pain. The femoral and tibial components were loose and poly wear was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 20 years ago. Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause of the reported loosening and polyethylene wear could not be determined, it would not be unreasonable to expect some wear after approximately 20 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.